Manufacturer narrative:
B2: date of death - estimated based on event occurring in 2016. B3: date of event - estimated based on event occurring in 2016.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported via social media that a perforation and patient death occurred. In 2016, a left atrial appendage (laa) closure procedure was performed using a watchman laa closure device with delivery system (wds). During the procedure, a perforation occurred and the patient died due to blood loss.